Manufacturer narrative:
Device sample received by MFR, but investigation is still underway at time of this report.

Event description:
The event is reported as: complaint alleges: it was reported by a (B)(6) hospital that during use, when the surgeon tried to release a clip it remained blocked into the applier, because it was already closed. This occurred twice. A third applier was used without any other issue. No clip fell into the pt. No consequences for the pt.